Manufacturer narrative:
This MDR is being submitted past the 30-day reporting requirement as part of an additional retrospective review initiated in response to the (B)(6) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient received an scs system including an ipg and surgical lead on (B)(6) 2011 for leg and back pain. It was reported that the patient has been experiencing heart palpitations since implant. Although the patient experienced palpitations before receiving the scs system, the issue has reportedly increased in intensity and is said to be present regardless of the stimulation's function. Efforts to resolve this matter via reprogramming have been unsuccessful thus far. Follow-up on this issue found that a recent x-ray shows that the patient's lead has migrated. An appointment has been scheduled with the implanting physician to determine the next course of action.